Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va13tlk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that they re-did the lead and casing about two weeks ago. The reason for revision was that there was 95% failure on communication. Patient indicated the settings were working because it sending stim down legs and upper bottom of feet. There were no further complications that have been reported as a result of this event.